Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient developed an open irritation under her left breast. The patient stated that she had made her doctor aware, but there is no indication that the patient's doctor recommended anything. The patient's medical outcome, as well as the outcome of the irritation is unknown, as follow-up attempts were unsuccessful.